Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation - no product was returned for evaluation. Device history records indicate device manufactured to specification. X-rays were returned for review.

Event description:
It is reported that the device was implanted in 1998. Post-op, in 2006, the device was revised due to cystic loosening of the prosthesis.